Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's aunt reported via phone call that her nephew was hospitalized due to high blood glucose. The customer's aunt also reported that they received a motor error alarm. The customer's blood glucose was 1019 mg/dl at the time of the incident. The customer's blood glucose was 260 mg/dl at the time of call. The customer's aunt stated that they treated her nephew's high blood glucose with the insulin pump. The customer's aunt stated that her nephew was sick and experienced nausea. The date of the hospitalization was (B)(6) 2015. The customer's aunt stated that her nephew was wearing the insulin pump and the insulin pump was not working at the time of hospitalization. The customer's aunt was unable to troubleshoot due to unavailability of the insulin pump at the time of call. The insulin pump will be returned for analysis.